Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04buz, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient used to feel stim in his testicles and now they felt it mainly in their back. The patient was not getting the relief he was getting after implant. About 3 weeks after implant the patient was laying down and he moved and felt a "shock" in his testicles. (See manufacturer's report # 3004209178-2013-03857). The patient was concerned that a lead wire may be broken. The patient noted a "knob" on his back where the lead wire went. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient mostly felt stimulation above their back where that "little round piece" was installed. The little wire went right through the middle of the patient's back and there was a little knob which was where it connected. It was reported that the patient always had pressure to go the bathroom, a constant pressure to pee.